Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. The following fields have been updated with additional/corrected information: b5, d1, d5, h6 and h11 a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 01-nov-2022 to 31-oct-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer failure prevented the user from accessing medications. During the visit, a field service engineer discovered that the drawer was recovered and working properly. The field service engineer verified in hardware test application successfully latched and unlatched the drawer multiple times without encountering any issues. The system functioned as intended after troubleshooted by the field service engineer.

Event description:
It was reported by the customer that the half-height matrix drawer on a bd pyxis anesthesia es system failed to unlock during a cervical spine procedure for a patient. The customer reported that this malfunction prevented users from removing the medication from the device and caused a delay in patient therapy of about 4-5 minutes. The customer stated that the induction medications were delayed during the procedure. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer failure prevented the user from accessing medications. During the visit, a field service engineer discovered that the drawer was recovered and working properly. A field service engineer verified in hardware test application successfully latched and unlatched the drawer multiple times without encountering any issues. The system functioned as intended.

Event description:
It was reported by the customer that the half-height matrix drawer on a pyxis anesthesia es system failed to unlock during a cervical spine procedure for a patient. The customer reported that this malfunction prevented users from removing the medication from the device and caused a delay in patient therapy of about 4-5 minutes. The customer stated that the induction medications were delayed during the procedure. There were no adverse events or injuries reported based on this incident.